Manufacturer narrative:
It was further reported that the right ventricular (rv) failure was related to the patient's underlying condition. The patient had mild-moderate rv failure prior to ventricular assist device placement. This additional information has determined that this event does not meet the definition of a reportable serious injury or a product malfunction. No information to suggest the device caused/contributed to a death/serious injury, or has malfunctioned. Therefore, this is not a reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Right heart failure is a known potential complication that may be associated with use of this product and in patients with heart failure. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed include progression of disease and related comorbidities. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2017 with shortness of breath and slight jugular venous distention. An echocardiogram was performed on (B)(6) 2017 and showed no aortic insufficiency, no mitral regurgitation, moderate to severe tricuspid regurgitation and ejection fraction was 15-20%. Carotid doppler was performed on (B)(6) 2017 and did not reveal any issues. The patient was intubated and started on inotropes. Once stabilized, the patient was discharged to a rehabilitation center on (B)(6) 2017 on intravenous milrinone. The patient has remained stable and continues on inotropes for right-sided heart support. The patient was discharged from the rehabilitation center on (B)(6) 2017. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.